Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues occurred.the lesion was located in a subclavian artery. After multiple inflations, the 8.0 x 40, 75cm mustang balloon would not deflate. The balloon was removed along with the non-bsc introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)